Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. There was no harm or injury reported. During evaluation of the device at a third party service center, a failure of the internal battery was observed. The device's internal battery was replaced to address the issue.